Manufacturer narrative:
The mcs tip cover accessory will not be returned for evaluation as it was discarded by the customer. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted total benign hysterectomy procedure, the mcs tip cover accessory fell inside the patient's abdomen and was retrieved. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the monopolar curved scissors (mcs) tip cover fell into the patient abdomen. It was retrieved during the same procedure. The procedure was completed with no reported injury. On 12-march 2020, isi made multiple follow-up attempts to obtain additional information. However, no further details regarding the procedure have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.